Event description:
It was reported that the device was reset to factory settings on its own.

Manufacturer narrative:
Other text: h6) additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. Housing intact. Upon inspection, reported problem was duplicated. Connected to an ac power, charged the device for three days and solved the issue.

Event description:
Additional information received: issue occurred during maintenance check between patients, returned to pharmacy. No patient involvement.